Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as the lens was inserted and removed in the same procedure. Section d6b: if explanted, give date: not applicable, as the lens was inserted and removed in the same procedure. Section e1: initial reporter: reporter name: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded intraocular lens, the lens jammed and became pinched, causing a crack at the junction between the haptic and the optic and folding of the haptic when it snagged during withdrawal. The lens was partially inserted and was removed during the same surgical procedure. Additional information indicated that no patient injury was reported, and no further information was provided.